Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Customer reported that she has had itching under adhesive with all brands. She was recently sent samples of convatec product. She applied it on wednesday, (B)(6) 2021. She had a small area of redness prior to applying it. She went to the ostomy nurse on (B)(6) 2021 and when she removed it, the entire area under the adhesive was red. She stated that her nurse said it was a fungal infection and gave her an antifungal powder and crusted the area followed by a coloplast (non-company product) pouch. It is unknown if the antifungal powder was prescription or not. She stated later that day the redness spread to her stomach beyond pouch, under breasts, to back and face. She was unsure if it was a reaction to the adhesive. She did consult her doctor who prescribed fluconazole and cefuroxine axetil orally. She was unsure why he prescribed the antibiotic. She had not taken them yet. She was still currently in a coloplast (non-company product) product. No photo is available at this time. Follow-up attempts were made however, no reply was received.